Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument loaded and clamped, but would not cycle due to sheared firing rack teeth damage. It was reported that the device handle broke and was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was fired over tissue that is beyond the recommended thickness range, fired with an obstacle incorporated in the jaws, or attempting to fire a reload that is in interlock. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric bypass procedure, the surgeon was able to press the green button and squeeze the handle. It was also reported that when using the fifth reload the handle was broken. A second handle was used together with the fifth reload and it worked properly but while using on the sixth reload the device also broke. A third handle was then used and it did not fire. It was also reported that all device were difficult to unload. To complete the procedure a competitive device were used. There was no patient injury.